Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test; however, the specific failing value was not provided. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved through recalibration. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint# (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test; however, the specific failing value was not provided. No patient involvement was reported.